Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issues on (B)(6) 2026. The infusion set patch did not stick to skin upon insertion. No further information available.

Manufacturer narrative:
Initial and final MDR 2577372 - device 2 of 2